Manufacturer narrative:
Investigation included a review of device use and troubleshooting with the caregiver. Investigation of this case revealed that insulin delivery occurred with little or no insulin on board at the time of reconnection, which likely contributed to subsequent hypoglycemia. It was concluded that the event was consistent with hypoglycemia with an unclear cause related to cgm data gap and subsequent automated dosing behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient experienced hypoglycemia after a continuous glucose monitor sensor expired and was replaced, during which there was a period without cgm data; once the new sensor connected and displayed a high glucose value, the ilet delivered insulin that subsequently contributed to a low glucose event, and the caregiver sought education on prevention and use of manual bg entry when cgm data are unavailable. Symptoms included low blood glucose. Outcomes included treatment with oral glucose and user education on device operation.